Event description:
A customer reported observing the tubing of a solution administration set disconnected from the drip chamber. This observation was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.